Event description:
In 2002, healthcare professional (hcp) reported home pt (hp) receiving peritoneal dialysis on the baxter homechoice cycler presented to the clinic with cloudy effluent and was diagnosed with peritonitis 2 days ago. Hp was initially treated with the usual protocol of three quick flushes followed by adding intraperitoneal (ip) administration of 80 mg of gentamycin and one gram of kefzol. The next day, hp continued on ip administration of one gram kefzol and 60 mg gentamycin, then medication was changed to only 60 mg gentamycin in one bag of peritoneal solution per day, continued through 4/2002. In 4/2002, hp was diagnosed with ruptured intestinal diverticulum and hospitalized for 4 days. Hcp stated hp has no previous history of diverticulitis and not baxter product related. While hp was hospitalized, 250 mg of flagyl by mouth three times a day was added. Hcp reported hp is currently at home feeling weak, but less uncomfortable.